Manufacturer narrative:
A customer reported a false susceptible clindamycin result for a streptococcus pneumoniae isolate, in association with the vitek® 2 ast-st01 test kit (lot 5400327203). The issue could not be confirmed as submittal of the isolate is required to confirm a vitek 2 discrepancy compared to the reference method. A review of quality records confirmed that ast-st01 lot # 5400327203 met final qc release criteria, and passed qc performance testing.

Event description:
A customer from (B)(6) reported to biomérieux a false susceptible clindamycin result for a streptococcus pneumoniae isolate, in association with the vitek® 2 ast-st01 test kit (lot 5400327203), when compared to the antimicrobial disk method. (B)(6). The customer (reference lab) reported that no results were sent to other labs or to a physician, and patient results and treatment were not impacted. A biomérieux internal investigation will be initiated.